Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04794. It was reported the pt had been in an automobile accident, and she was no longer receiving stimulation coverage for her back. Follow up identified the physician replaced the ipg with a non-rechargeable version, and replaced both leads (with the same lot number). It was reported the pt received effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.